Event description:
It was reported that a broken screw tip was found floating in the knee joint. The pt complained of knee pain (post acl repair); an investigative knee scope was performed. The time frame between the initial surgery and the knee scope was two weeks. F/u with the reporter provided info that no info was available regarding the post-op protocol or pt compliance with it. The lot # was not recorded as there is a practice of only noting it if there is an intra-operative problem. The pt condition is currently reported as doing well. No further pt info was provided at the time of this report or made available in response to f/u communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The broken screw tip (distal portion) was received for evaluation. Visual inspection revealed the distal portion of the screw broke off. Evaluation also revealed the screw broke under leveraging/bending force and not torsional force. The lot # was not provided/was unk from the reporting source and could not be determined from the portion returned, therefore, device history record review and complaint history review could not be conducted. The most likely cause of this type of event (screw breaking) is the application of leveraging force. This can occur if the bone tunnel was not adequately prepared or the screw was inserted at an angle that was not parallel to the bone tunnel and graft which caused damage to the screw. The potential causes of this event are being communicated to the event reporter. If additional relevant info is obtained from the investigation and/or from the complainant, a f/u report will be submitted.